Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was returned partially deployed. The anterior cuff tabs were bent and one of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The whole suture had been pulled out of the device. The posterior cuff with link was still in the foot pocket and its cuff tabs were undisturbed, the link was attached to cuff and intact. Based on the investigation findings, a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Although a posterior cuff miss and an anterior cuff detachment may have the same result to prevent retrieval of the suture, the reported anterior cuff miss could not be confirmed. Because the needle tip did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger; this resulted in the anterior cuff detaching from the needle. A proxy plunger was inserted into the device to test the needle trajectory and the results were acceptable. The posterior foot was examined and no needle strike marks were detected indicating the posterior needle was deflected outside of the foot pocket during deployment. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. Based on the inspection criteria and the analysis of the returned components, the reported needle to cuff miss could not be confirmed and no cause could be determined. No manufacturing or quality inspection deficiency was detected. All products are subject to inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The posterior cuff miss experienced during the procedure appear to be related to the operational context during use. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, an anterior cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.